Manufacturer narrative:
Product complaint # (*b)(4). Date sent: 04/22/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an ablation procedure, the pr15 probe got physically bubbling. The leakage was found directly in the area where the metal needle leads into the green handle, also small bubbles were seen during ablation there, but the physician refused to change the probe and used it for the complete lesion. On the uls the lesion would have looked fine. The procedure has been completed with the same system. There were no patient consequences and no delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/18/2019. This probe will not be returning to neuwave for further investigation. The root cause is unknown. The lot and sn cannot be verified, however, provided lot ml18043456, work order 007710 was reviewed. There were no problems seen during the manufacturing or testing of this lot.